Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency due to high blood glucose on (B)(6) 2018 with a blood glucose of around 200mg/dl. After giving intravenous the blood glucose level was 186 mg/dl, 90 mg/dl, 66 mg/dl. The customer declined to troubleshoot for high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The customer¿s mother does not believe high blood glucose incident was related to the insulin pump, she knows it was due to the kinked cannula. The insulin pump will not be returned for analysis.